Event description:
Customer reported a cartridge alarm with their insulin pump, which did not adversely impact their blood glucose levels. Despite technical support assisting the customer with loading a new cartridge using the proper technique, the issue persisted, and the customer was unable to resume insulin therapy due to the recurring alarm. As a corrective action, technical support arranged to send a replacement pump with updated software to the customer, provided instructions for putting the original pump into storage mode, and advised on returning the faulty pump. The customer acknowledged all instructions and stated they would use multiple daily injections as a backup therapy.